Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler alarmed with the message balloon valve leak warning during step 5 of setup. The patient pressed ok and warning reoccurred. The patient was not connected during the incident. The cycler was then re-setup with new supplies. Fluid was seen coming out of cassette tubes and on to floor. The patient was setting up for a second time with same supplies. Technical support advised that a replacement cycler would be issued, and to discontinue using the cycler. Upon follow up, it was determined the patient was able to receive the cycler replacement and complete treatment on the day of the reported event. While waiting for the replacement, the patient completed treatments using capd/manual treatment. There were no samples available for a physical evaluation. The fluid leak occurred during an unknown phase of treatment on the day of the reported event after the patient cleared the balloon valve leak message. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the patient confirmed that the fluid leak occurred on the cassette not the tubing and that fluid was not found in or around the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler alarmed with the message balloon valve leak warning during step 5 of setup. The patient pressed ok and warning reoccurred. The patient was not connected during the incident. The cycler was then re-setup with new supplies. Fluid was seen coming out of cassette tubes and on to floor. The patient was setting up for a second time with same supplies. Technical support advised that a replacement cycler would be issued, and to discontinue using the cycler. Upon follow up, it was determined the patient was able to receive the cycler replacement and complete treatment on the day of the reported event. While waiting for the replacement, the patient completed treatments using capd/manual treatment. There were no samples available for a physical evaluation. The fluid leak occurred during an unknown phase of treatment on the day of the reported event after the patient cleared the balloon valve leak message. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the patient confirmed that the fluid leak occurred on the cassette not the tubing and that fluid was not found in or around the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.